Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. After deployment the closure device required recapture, however during recapture the was became kinked. The procedure was completed. No patient complications were reported.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was was positioned in the laa and the closure device was deployed. After deployment the closure device required recapture, however during recapture the was became kinked. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device analysis the returned device consisted of a watchman access system (was) without the dilator. The hub, sheath, and tip were visually and microscopically inspected. A kink was found in the sheath at 5cm and 15.5cm proximal to the tip and 6cm distal of the strain relief. No other damage or defect of the device was identified. Product analysis confirmed the reported event of a was kink as the sheath was kinked.